Event description:
Reportable based on device analysis completed on (B)(4) 2014. The target lesion was located in a highly calcified left anterior descending artery. The 3.0 x 32mm synergy stent was introduced and was unable to cross the lesion. The procedure was completed with two synergy stents, 3.0 x 20mm and 3.0 x28mm. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). A visual and microscopic examination found that the stent was damaged. Struts at center of stent were lifted. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).